Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The device discriminator did not mark every t-wave as twos and treated the episode with anti-tachycardia pacing and a shock. The sensitivity was changed on the rv lead and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6943-65 implantable tachy lead, (B)(6) 1999; product ID: 5076-52 implantable pacing lead, (B)(6) 2013; product ID: 4296-88 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.